Manufacturer narrative:
The lead is currently not available for analysis. Conclusions regarding the clinical observation cannot be drawn at the moment. There are no supplementary data. The case is therefore closed. If additional information should arrive at a later point of time, the case will be reopened, and the investigation will continue.

Event description:
Ous MDR - it was reported that this rv lead and the ra lead were explanted due to oversensing approximately 46 months after the implantation. The leads were connected to a competitors ICD. Should additional information become available this file will be updated.

Manufacturer narrative:
(B)(6) 2017 - we were notified this complaint was reported on the wrong serial number. There are no known complaints against this device.